Event description:
It was reported that the customer experienced blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Low bg was addressed by consuming carbohydrates. Additionally, it was reported that the customer experienced elevated bg readings of "high," however, a specific bg value was not provided. A correction bolus via the pump was delivered to address elevated bg. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.